Manufacturer narrative:
Handler had skin exposure symptoms from a chemical spill in the warehouse. The chemistry was renalin 100 cold sterilant. The handler sought medical attention for skin burns and the exposed area was flushed with water and was treated and then he was released. It is unknown whether the handler was wearing the appropriate ppe when cleaning up the spill. This complaint will be monitored within the medivators complaint system.

Event description:
It was reported that a facilities forklift damaged a carton of renalin cold sterilant and the product spilled. There was reported skin exposure when handling the clean up of this spill. The worker went to the hospital. They rinsed the affected area with water and treated the burn. He was released the same day.